Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for routine follow-up, non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing were observed on the device. The oversensing was noted on a stored egm. Patient did not receive therapy during the oversensing. Programming changes were made. Patient was asymptomatic before, during, and after the follow-up.